Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (600 mg/dl). Reportedly, elevated bg levels were due to the customer not being connected to the pump. Reportedly, the customer did not connect the infusion set tubing to the infusion site. Customer was treated through intravenous insulin, and released from the hospital the same day. Upon being released from the hospital, the reported issue was resolved and there was no permanent damage to the customer.